Manufacturer narrative:
Evaluation: method: device history record review. Result: the device history record review for the reported lot number was conducted. No issues or discrepancies were found which could potentially relate to the complaint reported. Conclusions: no evaluation will be performed. No conclusion can be drawn.

Event description:
The event is reported as: the suture broke when the surgeon was pulling on both ends of the suture to perform the knot. No adverse patient effects reported. The patient's status following the procedure was stable.